Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as redness under the therapy pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed methyl prednisone tablets 4 mgs and 4 mgs of cephalexin for the skin irritation. Follow up indicated that the skin irritation improved.